Event description:
The customer reported the evis lucera colonovideoscope had leaking bending cover. It was not reported if this event was involved in any way with a procedure. There was no report of harm or medical intervention with this event. During inspection of the customer returned device, olympus found foreign material clogging the nozzle. This report is being submitted for the event found at evaluation.

Manufacturer narrative:
An inspection of the device confirmed the reported condition. The nozzle was determined to have not been deformed - the foreign material in the nozzle has not been identified. This device has been repaired twice in the past year. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reprocessing method at facility differed from instructions for use (IFU) recommendation. A definitive root cause cannot be identified. IFU (reprocessing manual) says about insufficient reprocessing and reprocessing to be performed immediately after each procedure as below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ IFU says ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure¿. Olympus will continue to monitor the field performance of this device.